Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, to repair the incision site. The device was subsequently explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on january 03, 2022.

Manufacturer narrative:
There is a reported infection and IV and oral antibiotics. This report is submitted on april 28, 2023.

Event description:
There is a reported infection and IV and oral antibiotics.

Event description:
Per the clinic, it was reported that the device has extruded. (Specific date not reported)